Event description:
The pt became sick with increased pain, diarrhea, nausea, and vomiting. Two weeks later, the pt was seen in clinic. A critical alarm was heard. The pump logs revealed that a motor stall without recovery occurred the day before the pt became sick. The hcp reported that they were unable to restart the pump, although the pump logs do register a restart command. The pump was replaced. The hcp reported the pt outcome as 'no injury'. The pump was used to deliver morphine, bupivacaine, and clonidine.